Event description:
It was reported that during use of the pump, helium loss alarms were experienced. As a result, the patient was transferred to another pump. There were no related patient complications.